Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy t2 would not deploy. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Three ultra fast-fix curved needle devices were received. These are not serialized devices. They were all packaged together. They were not marked with their respective complaint numbers. They were evaluated together. Two are recorded as from one lot. The third is from a separate lot. The complaint for all three was that t2 got stuck in the needle. The first two have been defaced by bending the devices in half. It is virtually impossible to accurately evaluate the devices with the additional damage from defacing. Communications indicate that the implants were removed from the patient. There are no t¿s or sutures accompanying the first two devices. Their depth limiters have been trimmed to preference for procedure. The manual actuator advancement button on each is fully advanced for these two devices. Device #3 has the blue cannula shield but no depth limiter. T1 and t2 are still inside the delivery needle. A functional test reveals that the device actuates properly; t1 stripped off successfully. The actuator was manually advanced to its farthest position and with a gentle tug of the suture, t2 stripped off the needle properly as well. These are manual devices. They contain no deployment mechanism. After the stripping of t1, t2 requires a full advancement of the push lever to situate t2 for stripping off the needle. This was successful with device #3. There were no indications during manufacturing record review that would suggest the devices did not meet product specifications upon release into distribution.